Event description:
It was reported in the patient's medical records that the patient underwent surgery for development of symptomatic adjacent level stenosis at l3-l4, 5 years following an l4-s1 fusion. Procedure was for facetectomy and laminectomy at l3-l4, posterolateral arthrodesis with autograft, posterior interbody fusion l3-4 with peek interbody device, bone graft, and bmp. Previous posterior instrumentation was removed and new titanium 5.5 pedicle screws were placed bilaterally at l3, l4, and s1 with rods and crosslink. The patient reportedly "did well for about 3 weeks until a severe coughing spell caused him back pain and left leg pain. Evaluation at that time revealed his l3-4 cage had retropulsed into the spinal canal on the left about 1cm. He failed a trial of inpatient conservative therapy and went to the operating room for evaluation. At surgery, the cage was replaced deeper into the interbody space and solid purchase was demonstrated. The anterior fusion mass was noted to be solid, and the lateral fusion mass was also. No tooling or laxity of the screws or rods was noted. The cage had created a thecal sac tear where it had subluxed, and this was repaired. The patient initially did well and was more scrupulous about wearing his brace. However, when he came back at 2 weeks for staple removal, he noted some dermatomal numbness on the left, and his wife noted some decreased ambulation. Imaging revealed the cage was subluxing again." The patient underwent another procedure for removal of the interbody cage at l3-4 due to "repeated retropulsion. He had developed radicular symptoms again and imaging confirmed the cage had again subsided." The cage was removed. "A full inspection of the nervous structures was performed. No damage or csf egress was noted." "Solid arthrodesis was noted anteriorly and laterally." The space occupied by the cage was filled with bmp sponges for arthrodesis. Gel foam and surgicell were placed as a barrier ventral to the sac and dorsal to the sponges.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2006 the patient presented with the chief complaint of revision at his l4-s1 fusion and he also underwent an extension lumbar fusion at l3-4. Pre-op diagnoses: discogenic lumbago, lumbar spondylosis, mechanical complication of implant (adjacent level spondylosis). The patient underwent the following procedures: facetectomy and laminectomy at l3-4 for decompression of thecal sac and verve roots. Posterolateral lumbar arthrodesis. Arthrodesis, posterior interbody technique. Posterior non segmental instrumentation at l3-l4. Structural biomechanical interbody device. Locally harvested morselized autograft, same incision. Bone morphogenic protein as fusion augmentation. Exploration of spinal fusion at l4-5. Removal of posterior non segmental instrumentation. Reinsertion of spinal fixation device at l4-5. Per op notes: the pedicle screws at l4-s1 were removed and the holes inspected. Replacement screws were placed at l4 and s1. The identified left sided l3-4 facet was removed in several large pieces. The bone was then morcelized for later use as graft. A bulletized peek cage was sized to fit the disc space with restoration of normal disc height being noted. The peek cage was then filled with rhbmp-2/acs bone morphogenic protein sponge and integrated carefully into the disc space using the insertion system and distraction. Prior to the spacer being placed a sponge of bone morphogenic protein filled with morselized bone graft was placed in the disc space and tamped forward. Fluoroscopic inspection confirmed good placement of the graft. No complications were evident.